Event description:
It was reported that an error was experienced.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing. (Updated h6 event problem patient code), corrected data: updated d1 and d4, model number.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. When power up pump error code started alarm constantly. Replaced defective mpu board. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.